Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the pendant was damaged. The pendant was replaced the issue resolved. A system checkout was performed and the system is working as intended. The pendant was returned to the manufacturer for evaluation and the investigation is still going. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant on the new system was damaged. The dock button on the pendant did not work. No patient was present at the time of the event.

Manufacturer narrative:
The pendant was returned to the manufacturer for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. The pendant was installed onto a known working system. The system booted and readied. Functionality and usability test passed. Invalidate home passed. Dock and undock the gantry multiple times with no issues. Performed 2d and 3d imaging successfully. Visual inspection passed. The pendant is functioning as designed. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant on the new system was damaged. The dock button on the pendant did not work. No patient was present at the time of the event.